Event description:
It was reported that during surgery for an olecranon fracture while the surgeon was implanting a 2.7 mm locking screw with the 2.0 mm drill bit (323.062) the drill tip broke. The drill bit fragment, approximately a half inch, was observed thru x-ray on ((B)(6) 2013) in the patient. Surgeon made the decision to the leave the fragment in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4)